Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/26/2020. H.6. Investigation: bd received 50 samples and 3 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for sleeve leakage with the incident lot was observed. Additionally, 45 customer samples were evaluated by functional testing and the indicated failure mode for sleeve leakage with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of sleeve leakage through a corrective and preventive action (CAPA#1800001).

Event description:
It was reported that during use with a bd vacutainer® flashback blood collection needle blood leakage occurred due to poor sleeve function. This occurred on 25 separate occasions, however, the patient impact is unknown. The following information was provided by the initial reporter, translated from chinese to english: on the afternoon of (B)(6) 2020, material number 301746, batch 9330622, in the outpatient blood collection room of hospital, the nurse leaked blood from the blood collection needle during the collection process, resulting in insufficient blood collection from the patient, requiring another needle, which increased the patient¿s the pain caused complaints from patients and increased the workload of nurses. There had been accidents before this batch, but the group leader did not inform. The frequency of occurrence was higher yesterday. Contacted sales, sales arrived at the scene, and contacted the lancet using teacher and the team leader communicated and comforted, and the team leader expressed his understanding that since the incident occurred during a special period of the epidemic, the patients were highly sensitive, and there were still some hidden dangers of safety and doctor-patient conflicts, so he hoped that such problems would not recur in the future.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® flashback blood collection needle blood leakage occurred due to poor sleeve function. This occurred on 25 separate occasions, however, the patient impact is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: on the afternoon of (B)(6) 2020, material number 301746, batch 9330622, in the outpatient blood collection room of hospital, the nurse leaked blood from the blood collection needle during the collection process, resulting in insufficient blood collection from the patient, requiring another needle, which increased the patient¿s the pain caused complaints from patients and increased the workload of nurses. There had been accidents before this batch, but the group leader did not inform. The frequency of occurrence was higher yesterday. Contacted sales, sales arrived at the scene, and contacted the lancet using teacher and the team leader communicated and comforted, and the team leader expressed his understanding that since the incident occurred during a special period of the epidemic, the patients were highly sensitive, and there were still some hidden dangers of safety and doctor-patient conflicts, so he hoped that such problems would not recur in the future.